Manufacturer narrative:
Pxc121400: (B)(4); pxc121000: (B)(4). (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a follow-up CT showed a short distance compression within the contralateral leg endoprosthesis. The device remains patent. It is being determined momentarily if the patient is going to have an additional endovascular procedure within the next days.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a follow-up CT showed a short distance compression within the contralateral leg endoprosthesis. The device remains patent. No reintervention is being determined. The patient is being monitored.